Event description:
L-cath PICC 26 gauge, leaking at the edges at the top of the catheter right after placement. Line pulled before taped down and restarted. This is an on and off again problem with these catheters.